Event description:
It has been reported to philips that the image acquisition failed due to problems with the detector. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred when the customer was performing a system check in the morning, while the system was outside clinical use. System log files were analyzed and a philips field service engineer inspected the system on site. Log file analysis did not identify system malfunctions. The fse checked the detector for any abnormalities, confirmed that there were no problems with the detector's functionality, and recreated the system's image disk. After recreating the image disk, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was not in clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.